Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported the patients ipg does not hold a charge longer than 24 hours. Next course of action is undetermined at this time.

Event description:
Additional information received indicated to address the issue, the ipg was explanted and replaced with a recharge free ipg. No complications were noted during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.